Event description:
Patient allegedly received an implant on (B)(6) 2011 via the femoral approach due to pulmonary embolism. Patient is alleging vena cava perforation and organ perforation. The patient is further alleging significant mental/physical pain, injuries requiring past/future medical treatment, disability, impairment, loss of enjoyment of life, loss of care/comfort, financial/economic loss, and limitations on walking.

Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01310.

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2011. The patient alleges to have been injured without further explanation.